Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing blood glucose (bg) levels in the 220-454 mg/dl range. Insulin injections and boluses of insulin were used to address the bg level. The contact did state one morning, the customer forgot to deliver a bolus for a meal. The cause of the other high bg levels was not known; there was no reported device issue.